Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported, that the patient presented with a right ventricular (rv) lead that was over-sensing noise. That resulted in pacing inhibition. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in stable condition.